Event description:
The customer reported that after setting each ibp parameter on the bedside monitor (bsm) prior to reaching the calculation step, they realized that the mean of the parameters hadn't stayed set and they would sometimes have to reset the parameter prior to the calculation step.

Manufacturer narrative:
Details of complaint: the customer called to report that their nurses were having issues with co average settings not sticking. The customer reported that after setting each ibp parameter on the bedside monitor (bsm) prior to reaching the calculation step, they realized that the mean of the parameters hadn't stayed set and they would sometimes have to reset the parameter prior to the calculation step. The issue was resolved by upgrading the site to the new gui from 0240. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The root cause of this issue is not related to a deficiency or non-conformance of an nk device. The gui used when the issue was reported was interfering with the process used at the customer's facility. The new gui resolved the issue. As this issue is not a result of a deficiency or non-conformance of an nk device, root cause analysis is not performed and CAPA is not required.

Manufacturer narrative:
The customer is considering upgrading the software to resolve the issue. The unit was in use on patients, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that after setting each ibp parameter on the bedside monitor (bsm) prior to reaching the calculation step, they realized that the mean of the parameters hadn't stayed set and they would sometimes have to reset the parameter prior to the calculation step.